Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the rotaburr had unstable speed. A 1.50mm rotalink¿ burr was selected for use. During preparation, the physician removed the 1.25mm rotaburr and upsized to 1.50mm. Furthermore after loading the burr on the wire, platforming was performed. When the physician stepped on the pedal, it was noticed that the spinning of the burr was inconsistent and was making a funny noise. The device did not enter the patient's body. The procedure was completed with a different device. No patient complications were reported.